Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that leakage occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "it was reported that blood and saline were noted to be dripping from tubing attached to inserted IV."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "it was reported that blood and saline were noted to be dripping from tubing attached to inserted IV."